Manufacturer narrative:
B5- the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 -10/+1/152 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. Low vault was observed. Lens explanted on (B)(6) 2022. On (B)(6) 2022 lens was replaced with a longer length lens. Problem not resolved. The cause is unknown. Claim# (B)(4).

Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -10.0/1.0/152 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2020. Low vault was observed. Lens remains implanted. Cause reported as unknown.if additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H3: product evaluation: lens returned dry in a microcentrifuge vial. Visual observation found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. Claim#: (B)(4).